Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl and took insulin shots for treat. Customer declined to troubleshoot for that high blood glucose value. Customer stated that insulin pump had blank display and the contacts on the battery cap were missing. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.